Event description:
It was reported that the device displays error message: 'downstream occlusion. Clear occlusion between pump and patient¿. On 31-mar-2025, two events occurred at the time of connection to the patient and starting of the cadd pump. On 8-apr-2025, two events occurred at the time of connection to the patient and starting of the cadd pump, but the cassettes were tested in the pharmacy cleanroom with ns 0.9% and worked correctly. No injury to the patient was caused by the product issue. However, patients had to wait an additional 15-30 minutes while a new cassette was being compounded. However, patients had to wait an additional 15-30 minutes while a new cassette was being compounded. There is a possibility that the lot had chemotherapy, with the date of events occurring between 31-mar-2025 and 09-apr-2025. 21-7308-24 and lot number 6053968.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-10596-00 for details pertinent to this event.